Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Pump received with reoccurring failed battery test. Unable to perform the displacement test, active current test, sleep current test and self-test. Unable to download history files and traces due to reoccurring failed battery test. The pump was cut open to perform visual inspection and found evidence of moisture damage on pcba 1, pcba 2 and harness assembly vibrator. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: cracked keypad overlay, stained keypad overlay, pillowing keypad overlay, keypad overlay peeling, missing display window cover, battery tube threads - cracked, cracked case (battery tube), label damage (stained, peeling, faded), scratched case. Failed battery test was confirmed during testing. Exposed to moisture confirmed on the pcba 1, pcba 2 and force sensor. Cosmetic damage was confirmed at the battery compartment during analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer has noticed crack on the battery compartment. The customer reported no adverse event. The event involved product(s) mmt-1880. Troubleshooting was performed. No harm requiring medical intervention was reported. The product mmt-1880 was returned for analysis.